Event description:
Reporter indicated that the pt would be having surgery to revise the pocket as migration of the vns generator has occurred. The surgery was completed on (B)(6) 2010. The surgeon's normal practice is to use a non-absorbable to secure the vns generator. No trauma has been reported. Attempts for prod info have been unsuccessful to date. No device failure is suspected.